Manufacturer narrative:
(B) (4). (B) (4). Device #2: part #14677-01, lot# 77002-6h, is being filed under a separate medwatch MFR number. Evaluation of the returned device found the cap separated from the hub and is consistent with the reported event. Examination of the cap revealed that there was an absence of adhesive found around the rim. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device issue: cap separated from exchange sheath hub. Time of device issue: during vessel closure. Adverse event: failed to achieve hemostasis. It was reported that when the dilator was removed from the exchange sheath, the cap separated from the hub and the hemostatic valve remained on the dilator. An attempt was made with a second starclose device, but with the same results. A guide wire was reintroduced through the sheath, vessel access was maintained and another sheath was placed. A third starclose device was used to complete the procedure. No adverse patient effects were reported. No additional information was provided.